Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused stage 4 liver cancer. The patient has alleged to seeing particles in the water tank, tubing and chamber. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 12 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information nose irritation; skin irritation; dizziness and/or headache. Additional information was received allegation of nose irritation; skin irritation; dizziness and/or headache. There was no report of serious patient harm or injury. Section b1 was corrected to product problem. Section d5 was corrected.(in previous MDR not captured). Section h1 was changed from serious injury to malfunction. Section h6 health effects - clinical codes and health effects - impact code were corrected.

Manufacturer narrative:
Additional information was received on nov 04, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the water park and tubing/chamber. Additional information was received about the alleged of nose irritation, skin irritation, dizziness and headache. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed that an unknown dust contaminant on the top cover, inside the iso port, pca, bottom enclosure, blower cap, blower housing, blower, air inlet seal, blower outlet bellow, side panel, and right side assembly. Manufacturer observed black hairlike contaminant on the bottom enclosure, blower housing, and right side assembly. Manufacturer observed the blower making a whirring sound when powered on, most likely due to unknown dust contaminant in it. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report. Section b1 was corrected for both adverse events and product problem (only the product problem was checked in the previous MDR.). Section b2 was corrected to other serious or important medical events. Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was corrected.